Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the following were observed: phenomenon (1): an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it was determined that it was disconnected due to a twist on the cable, or it occurred due to the damage or corrosion on the electrical contacts of the connector; phenomenon (2): it was determined that e226 error occurred because communication failure occurred due to faulty cable. E226 error occurs when an abnormality occurs in the communication between the endoscope and the processor (¿troubleshooting: troubleshooting guide¿, instruction manual of otv-s300, chapter 10, section 10.2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video connector by pulling the camera cable. Equipment damage may occur. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation error e226 (scope communication error) was found. Additional evaluation findings were as follows: the cable part is twisted, there is corrosion on the electrical contacts of the connector, and the connector part connector punch is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the hd 3cmos camera head has an image problem (the video appears at first, but soon blacks out or shows an image resembling a sandstorm) during the laparoscopic lateral pylorectomy procedure from the intraoperative to postoperative. The procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.